Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient reported that they experienced an unknown number of skin reactions under the entire sensor patch from march 2021 through mid-september 2021. She had itching and redness, as well as scarring lasting over 3 months. The patient applied flonase and also treated the reactions with over the counter topical neosporin. She is no longer using the cgm. There was no documentation of medical intervention. No additional patient or event information is avaialble.